Event description:
Customer reported unexpected negative reactions on the echo. A patient sample with a history of anti-fya and newly identified anti-e was previously tested on the echo and was reported positive with different cells on two different capture-r ready-ID assays.

Manufacturer narrative:
Reactiviy of the e and fya antigens were confirmed on retention crrid, lot id098. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.